Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 375 mg/dl. Customer stated that she changed her infusion set at 6 pm and by 7 pm, she was getting no delivery alarms. Then, customer received a motor error alarm. Customer stated that the alarm occurred during a bolus. Customer does not use the sensor feature on the pump. Customer was assisted with clearing the alarm. Customer stated that she was unable to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. Insulin pump will need to be replaced. Customer declined to troubleshoot for no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.